Event description:
The floppy tip of the guide wire separated when the doctor pulled the wire back through the needle. Due to the pt's condition of liver cancer, the doctor did not try to remove the broken piece. It was reported that the incident happened with the second wire during the procedure. No harm or injury reported.

Manufacturer narrative:
Device eval: one used device was rec'd for evaluation. The device was visually examined and complaint confirmed, the coil spring was missing. The device history record was reviewed with no related exceptions noted. Proximal solder and distal weld were no longer in tact. Distal weld was not present. The IFU for the device includes a warning that 'withdraw, pull back, or manipulation of the guide wire distal tip through the needle tip may result in breakage or embolization'. The customer stated the doctor tried to remove the wire from the needle. The root cause for the failure is due to misuse of the device. Complaint data will continue to be monitored for this type of failure. Method: other, the device history record was reviewed.